Event description:
During an informal discussion with a company representative, a customer reported that their ultrasound system did not power-up in an emergency situation. The patient went into v-tac and later expired. The attending physician stated that the ultrasound had in no way contributed to the death.